Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The software was reloaded and the 5 volt power supply was increased from 4.75 vdc to 5.02 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a connection error message and would not perform fluoroscopy. No patient injury was reported.